Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was 1.8 centimeters and located in the right lower lobe. The procedure was completed as planned with no delays. Post-procedure chest x-ray showed a 5% pneumothorax, which later increased to 40%. Due to mild chest pain, a chest tube was inserted. The patient was hospitalized for 3 days and then discharged. The physician believed the pneumothorax was not ion-related and would have likely occurred via another modality. There was no device malfunction associated with the event.